Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was examined. The hex tips were found sheared off in a manner consistent with a torsion failure. There are no other signs of damage to the driver. The device history record was reviewed; there were no non-conformances or temporary deviations associated with these drivers. There are no indications of manufacturing issues which would have contributed to this event. The durango surgical technique guide provides instructions on screw hole preparation, including using the awl or drill to prepare the holes, as well as recommendations for using the solid tipped driver instead of the split tip driver in applications where higher torque is necessary. During the case, the awl was used to prepare the screw holes. The split tipped driver broke in a screw head and the solid tipped driver wore. It was noted that the patient had very hard sclerotic bone. It is likely that the patient's bone quality required a higher torque value than these drivers were designed to withstand. The root cause is likely attributed to the patient's condition (hard bone).

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported the surgeon was installing a screw in the patient using a straight, split tip driver when the tip of the driver broke off in the screw head and could not be removed. The cover plate was successfully attached to the plate, covering the top of the screw head. It is reported the patient had very hard sclerotic bone and a lot of force was used to start the awl. He reported there was no patient harm beyond the driver tip (foreign body) which was unable to be removed from the screw head.